Manufacturer narrative:
(B)(4). Issue was alleged against three sensors, reported under 3004753838-2018-06870, 3004753838-2018-06871, and 3004753838-2018-07068.

Event description:
Dexcom was made aware on (B)(4) 2017 that on approximately (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. No additional event or patient information is available. Data was received for evaluation, the data log confirmed the report of an inaccuracy. Additionally, it was determined via data that calibrations were entered during periods of rapid rate of change. The root cause was determined to be improper calibration during a rapid rise or fall.